Event description:
It was reported that during an angioplasty treatment procedure of a dialysis graft, the blue max balloon raptured and pieces of the balloon remained in the patient. The lesion being treated was non-calcified and in a non-tortuous vessel in the forearm. The blue max balloon was advanced through a 6f sheath and an unknown number of inflations were performed when the balloon ruptured at less than 20 atms. A vascular surgeon attempted to remove the pieces of the balloon and also to save the dialysis access. It was necessary for the surgeon to tie off the fistula and the patient lost dialysis access. The procedure was not completed and the patient condition is currently reported as 'stable'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The shop floor paperwork has been reviewed and no issues were noted that would have contributed to the complaint reported. Should further relevant information become available; a supplemental medwatch report will be filed.